Event description:
It was reported the patients lead displayed high impedances resulting in a loss of therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
As reported the complaint about high impedance and loss of therapy was confirmed. As received, the lead had a kink in the lead body where all the internal wires were broken that would cause the high impedance and loss of therapy.